Manufacturer narrative:
The device was not returned for evaluation. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The patient effect of dissection is listed in the prostyle instructions for use as a potential adverse event associated with use of the suture mediated closure devices. The reported difficulty, patient effect and treatment appear to be related to an interaction of the device with patient anatomy or friable femoral vessel due to circumstances of the procedure. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional device mentioned in b5 is being filed under a separate medwatch number.

Event description:
It was reported that this was a venotomy closure of a right common femoral vein using the pre-close technique via an 8f sheath hole prior to an interventional watchman procedure. Reportedly, the suture did not catch onto the vessel wall with two prostyle devices. The pre-close was abandoned. The sheath was upsized to a 14f sheath, and the watchman procedure was completed. It was then identified that a dissection occurred. It was unknown if the dissection was cause by the prostyle devices or from the watchman procedure. The dissection was treated with a covered stent. Manual compression was applied to control the bleeding. Hemostasis was achieved with manual suturing of a figure of eight suture. There were no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.